Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the device kept rebooting. Physio-control then replaced the user interface pcb and system controller pcb assemblies. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service led on their device was on. During device evaluation, physio-control observed that the device did not pass its self-test and kept rebooting. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb and user interface pcb assemblies. No failure was observed for the system controller pcb assembly. Physio-control observed that the user interface pcb assembly would not complete a boot cycle however, further root cause could not be determined.